Manufacturer narrative:
Section h3-81: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported when inserting into the patient's operative eye, the pre-loaded dcb00 model intraocular lens (iol) prematurely ejected/injected. It was indicated the cartridge tip had patient contact however, it was also reported the device had patient contact. There was no cartridge tip damage, no patient injury, no medical intervention, and no surgical intervention. The suspect iol is not available for return as it was discarded. Patient status post-procedure is unknown.

Manufacturer narrative:
Additional information: through follow-up additional information was received stating there was no serious patient injury and no vitrectomy however, incision enlargement is unknown and a suture was required as the surgeon always uses a suture. The same procedure was completed successfully using dcb00 20.5 diopter back-up lens that implanted into the patient¿s ocular sinister (left eye). Patient status post-procedure was reported as iol was implanted without any difficulty. No further information is available. In addition some patient demographics information and the physician's name was provided. Therefore, the following fields were updated accordingly: section a-2 patient date of birth: (B)(6) 1955. Section a-3 patient gender: female. Section e-1 reporter title: dr. Section e-1 reporter first/given name: (B)(6). Section e-3 reporter occupation: physician all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.